Event description:
(B)(4) - the dealer reported that the v20rfr had one of the rear wheels cracked and upon going up a ramp, the unit fell off of the ramp. The dealer could not confirm if there was patient involvement, and no injury was reported.